Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a revision surgery was performed to extend the construct up. Upon opening, it was noticed that metallosis had occurred. The heads of the pedicle screws at t11 and t12 on the right had dislodged and broken off of the screws. It was also occurred with the left sacral screw. The previous construct was from t10-pelvis. This report is for one (1) si polyaxial screw 5.5 x 7 x 50mm. This is report 5 of 6 for (B)(4).